Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of blood result reading of "hi". Back to back blood glucose test results were 518 and 517mg/dl. Customer normally reads around 120-125mg/dl. Last 5 blood results in memory: hi, 196mg/dl, 151mg/dl, 172mg/dl, 162mg/dl. No adverse event reported.